Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported leakage of infusate is reported from the junction between anchorage fins and catheter start. During use. During the infusion of physiological saline solution, copious amounts of substance are reported to have leaked from the junction between the anchor sleeve and the start of the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a 4 fr powerpicc was returned for evaluation. An initial visual observation of the video showed a catheter inserted into a patient's arm. The catheter was being infused with a clear liquid which appeared to leak out at the distal end of the molded joint. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause this complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leakage of infusate is reported from the junction between anchorage fins and catheter start. During use. During the infusion of physiological saline solution, copious amounts of substance are reported to have leaked from the junction between the anchor sleeve and the start of the catheter. No other information was provided.